Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: (B)(4) angle closure, fixed pupil, vomiting. Type of investigation: (B)(4) lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -13.0/+1.0/14 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced angle closure with elevated intraocular pressure; unreactive fixed pupil. On (B)(6) 2022 the lens was explanted and it was additionally reported that there is no plans to replace the lens and the patient experienced "glaucoma sympthomatic like a headache and vomiting; he did not contact the clinic". The problem was resolved. The cause of the event was reported as unknown.